Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also stated that the insulin pump had scratches on the display. Customer stated that they do not use the sensor feature on the insulin pump and the customer was able to rewind the devise. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.